Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dialyzer blood leak occurred thirty minutes into the patient's sequential hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the side of the dialyzer and near the blue hanson. The biomed stated that the leak may have been caused by damage within the dialyzer; however, no defects or damage were seen on the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Per the biomed, an alarm was not expected as the machine was in sequential mode and the blood was only near the blue hanson. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.